Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that while the customer was using the device updater to update their pump, the pump would not progress in the update. Reportedly, after the pump reboot step, it goes back to the "1, 2, 3 lock screen". Additionally, the customer reported they received an alert stating that some of the data was missing. There was no information provided regarding the customer's blood glucose level. It was confirmed that the customer had an alternate method of insulin delivery available.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.